Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged inside the patient. The 80% stenosed lesion being treated was located in the moderately tortuous ostium of degenerated saphenous vein graft. The physician used a non bsc guide catheter in the ostium of the graft, then put the taxus liberte' 5.00x32mm drug eluting stent on the wire and into the graft. The physician pulled the stent back into the ostium with the guide catheter not engaged in the ostium, so he could not bring the stent right up to the edge of the ostium. The stent came off the balloon. As it was against the guide catheter. The final location of the stent was in the right common femoral artery, downstream from the place where it dislodged. The stent was removed from the patient's leg the procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. A labeling review identified that the device was not used as per directions for use (dfu) for taxus liberte due to stenting of saphenous vein grafts (svg's) which is contraindicated in the dfu. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause classification of user/use error as the device was not used in accordance with the dfu and/or any use not considered accepted general medical practice. Product uanvailable for analysis